Event description:
Product returned due to intermittent function: shock button/switch. Note: event date is date reported to MFR.

Manufacturer narrative:
The 510 (k) date is for first fr2 product marketed. Conclusion: report is being filed as it cannot be conclusively stated that recurrence will not result in adverse event.